Event description:
It was reported that the external pulse generator's case was cracked on the left side near the seam. The generator was returned for service. It was further noted that due to the date of the sale of the generator it would be returned to the customer unrepaired. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint of broken case, both the upper and lower cases were broken, as was one side bail cover, one ring cover and the battery drawer. Analysis also found that the keyboard pad and the serial number label were damaged. (B)(4).